Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to reaching elective replacement indicator (eri). There were no allegations against the device at the time of explant, and no reported adverse patient effects.